Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test when changing the battery. The blood glucose reading was 250 mg/dl. The contacts on the battery cap were not missing or damaged and the compartment and spring were not damaged or corroded. The customer was unable to clean the battery cap at the time and declined troubleshooting for high blood glucose.